Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 9613350 .

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 9613350 .

Manufacturer narrative:
(B)(4). Concomitant medical product(s): item #: unknown unknown stem lot #: unknown; item #: unknown unknown liner lot #: unknown; item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00426, liner. 0001822565 - 2020 - 00427, cup. 0001822565 - 2020 - 00428, stem.

Event description:
It was reported patient is experiencing pain post implantation. Attempts were made to obtain additional information; however, none was available.